Manufacturer narrative:
(B)(4).

Event description:
It was reported by a field service representative (fsr) that during service, the pump has short battery run time. As a result, the battery was replaced. No patient involvement reported.

Event description:
It was reported by a field service representative (fsr) that during service, the pump has short battery run time. As a result, the battery was replaced. No patient involvement reported.

Manufacturer narrative:
(B)(4). Returned for investigation was a battery. The sample was dropped off by the field service agent. Visual inspection of the battery was performed, and no abnormality was noted. The battery was installed into a known good ac3 for functional testing. The iabp powered up successfully with no alarm, all voltages were present (+5v, +12v and -12v) and within specifications. The battery load test was performed. The iabp was run on battery until the iabp shut down. The battery was then left to charge in the iabp for over 9 hours. The full charge of battery was 13.2 volts. The iabp gave a proper alarm when disconnected from the ac power. Pumping was initiated. The iabp alarmed "less than 20 minutes remaining" after approximately 58 minutes when running on battery power. Within 1 minute of the 20 minutes remaining alarm, the pump alarmed "less than 10 minutes remaining". Within 2 minutes of the 10 minutes remaining alarm, the pump alarmed "less than 5 minutes remaining" and immediately shut down before a picture could be taken of the alarm. The total battery runtime was approximately 61 minutes. Note: per operator's manual "the battery should be maintained at full charge whenever possible. Arrow international recommends that the ac3 be kept plugged into a proper ac receptacle whenever possible including time when the unit is in storage or not in use. The power indicator will illuminate when ac power is present. The batteries should not be stored in a discharged state." In summary, the reported complaint of short battery run time is confirmed. The returned battery failed the battery load test. During the complaint investigation, the pump shut off approximately 61 minutes when operating on battery power after a full charge. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet test specifications during the complaint investigation due to the short battery run time. A definitive root cause could not be determined but a potential cause of the short battery life is a result of maintaining of the battery. No further action required at this time. This will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power.